Event description:
A customer reported that during a procedure, they could not control the focus with the footswitch. The procedure was completed after exchanging the microscope. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).